Event description:
It was reported that the blade broke inside of the attachment during cleaning. It was further reported that the blade broke at the teeth and it had been reprocessed. There was no patient involvement in this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that the blade broke inside of the attachment during cleaning. It was further reported that the blade broke at the teeth and it had been reprocessed. There was no patient involvement in this event.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue was identified during cleaning, as these products are single use only devices they are not intended to be cleaned. The quality investigation is complete. Device not returned to manufacturer.